Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the body of the lead was extrinsically damaged. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead was extrinsically breached due to a tear. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the distal end of the lead stuck inside of the 6248val introducer valve. The guidewire was not returned. For the implantation of left heart leads it is recommended that a guidewire be used. Insertion of a guidewire will cause the lead distal shape to straighten, allowing for easier insertion through a hemostasis valve. Without a guidewire in the lead, the distal shape can be difficult to insert through the valve. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to inserting into the patient's anatomy, the left ventricular (lv) lead was inserted into the guide catheter and became stuck. Upon inspection by the physician, the lv lead was found to have exited into the flush port instead of through the valve of the guide catheter. The lv lead and guide catheter were replaced and the procedure was completed. The lv lead and catheter were returned to the manufacturer, and analyzed. Both products tested out of specification due to damage being observed on the lead and the catheter valve. No patient complications have been reported as a result of this event.